Event description:
Diagnosed with acute post pain pump chondrolysis after having left shoulder surgery for bankart reconstruction. Preop x-rays and MRI did not show arthritis. Postop x-rays show advanced osteoarthritis consistent with chondrolysis. Dates of use: 2007. Diagnosis or reason for use: bankart reconstruction surgery post op pain. Event abated after use stopped: no.